Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that on 12 december 2023, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. The patient presented in sinus rhythm. During placement, one recapture was performed. On second attempt at placement, the navitor went too deep (non-coronary cusp (ncc): 6mm, left-coronary cusp (lcc):7mm) resulting in heart block. The navitor was then able to be recaptured a second time and implanted at a depth of ncc: 4mm, lcc: 5mm. The patient left the operating room with the temporary pacemaker still implanted. There was no migration or jumping of the valve during positioning, and no issue retracting the valve. The patient remained hemodynamically stable. There was no clinically significant delay. Later, on (B)(6) 2023, a permanent pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
An event of heart block during the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient presented with sinus rhythm, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the device was implanted 4mm from the non-coronary cusp, which is deeper than the optimal 3mm. Additionally, it was noted that the heart block occurred after an attempt to place the valve resulted in the valve going too deep (6mm from the non-coronary cusp). Based on all available information, the reported heart block appears to be related to procedural conditions (initial deployment too deep). There is no indication of a product quality issue with regards to manufacture, design, or labeling.